Manufacturer narrative:
(B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. During insertion the surgeon noticed that the haptic was sheared off. The lens was removed and the surgeon performed a vitrectomy. Additional information has been requested. Reference MDR #2031924-2010-00174.